Manufacturer narrative:
(B)(4). Batch # r59t80. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line was not completed, right side fully fired, left side outer raw fully fired inner raw partially fired 1/16. The cartridge has disassembled and was noted that the one piece sled was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the low radical resection of rectal cancer surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.